Event description:
The customer reported elevated thyroid-stimulating hormone (tsh) results for two patients involving unicel dxi 800 access immunoassay system. The erroneous results were obtained upon retest as the results were less than 0.3 uiu/ml, as required by the laboratory's standard protocol. The two samples were retested twice and recovered lower results within the normal reference interval for both patients. The original elevated results were not released out of the laboratory until a second retest result was confirmed. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and verified system hardware; no issues were noted. The fse could not detect any hardware issues or any causes for the erroneous results. The unit conformed to the manufacturer's published performance specifications.